Event description:
Physician reported that during the implant procedure, the disc was not opening due to suture & anatomical impingement. The valve was removed, replaced with a starr edwards and returned for evaluation.